Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the provisional fractured after falling onto the floor.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual examination concludes that the returned device is tibial articular surface provisional(tasp) has fractured on the medial side of the post , where all the pieces are returned and has some type of cosmetic damage like nicks, gouges, dents, scratches. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is thus considered to be a previously addressed design issue. The complaint is considered confirmed as the returned device was fractured. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 3 years 9 months before it fractured, which was manufactured in sep 2012 and has been used in an unknown number of surgeries.